Event description:
It was reported that the intra-aortic balloon (iab) was prepped and inserted without incident. The pump was switched on and the pump alarmed "kinked catheter/balloon leak." As a result, the iab was removed and replaced with another iab catheter. There were no related complications or injury to the patient.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.